Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil which is embedded but partially visible within dense yellow white- tan scar like tissue/ coiled and free and deep within the myometrium tissue'), device expulsion ('metallic coil which is embedded but partially visible within dense yellow white- tan scar like tissue/ coiled and free and deep within the myometrium tissue'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception, human papilloma virus infection, loop electrosurgical excision procedure, hyperpigmentation skin and multigravida. Current weight 230 lbs. (B)(6) 2018 surgical pathology report: a. Right fallopian tube with essure device, salpingectomy: -sections of fallopian tube with no significant histopathology. -metallic coil contraceptive device. B left fallopian tube with essure device, salpingectomy: -sections of fallopian tube with no significant histopathology. -metallic coil contraceptive device. Previously administered products included for contraception: nuvaring from 2010 to june 2015; for birth control: paragard; for an unreported indication: metformin hcl. Concurrent conditions included overweight, acne, anxiety, osteoarthritis, adhd, d & c, cholecystectomy, pap smear abnormal, hypothyroidism and polycystic ovarian syndrome. Concomitant products included clindamycin since january 2017, diazepam, fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), levothyroxine sodium, levothyroxine sodium (synthroid) since january 2016, metformin since january 2016, oxycodone hydrochloride;paracetamol (percocet), promethazine and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:metal anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), tretinoin (retin a) and surgery (bilateral salpingectomy & hysteroscopy and hta endometrial ablation and hta endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown and the migraine, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy:essure confirmation test previously reported plaintiff performed hysterosalpingogram and now reported patient did not undergo essure confirmation test. Insertion details: left fallopian tube -4 coils and right fallopian tube 2 coils were visualized after placement. Current weight 230 lbs. Received treatment for pain: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2016: transabdominal and endovaginal scanning were performed to the pelvis. The uterus is anteverted. It measures 9.8 x 5.1 x 6.3 cm. The endometrium is thin and uniform measuring 7 mm. There are no myometrial abnormalities. The ovaries are unremarkable normal physiologic size follicles and blood flow. The right ovary measures 4.0 x 3.7 x 2.9 cm. The left ovary measures 3.7 x 3.1 x 2.3 cm.. Ultrasound scan vagina - on (B)(6) 2018: the uterus measures 5.5 x 7.7 x 7.8 cm and has a normal echotexture. Endometrial stripe measures 1.26 cm. No suspicious uterine masses or endometrial fluid collections or lesions are appreciated. Both ovaries are identified and appear normal. Right ovary measures 4.2 x 4.2 x 3.3 cm and left ovary measures 4.1 x 3.2 x 2.1 cm. Both ovaries demonstrate normal color flow. No suspicious intrapelvic masses are identified. A small amount of free intraperitoneal fluid posterior the uterus most likely physiologic. Bladder unremarkable. Bilateral ureteral jets are seen... Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, migraine, depression concerning the injuries reported in this case, the following reported from patient¿s medical records: device expulsion, embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter, event : pelvic pain, bleeding added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coil which is embedded but partially visible within dense yellow white- tan scar like tissue/ coiled and free and deep within the myometrium tissue'), device expulsion ('metallic coil which is embedded but partially visible within dense yellow white- tan scar like tissue/ coiled and free and deep within the myometrium tissue') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception, human papilloma virus infection, loop electrosurgical excision procedure, hyperpigmentation skin and gravida ii. Current weight (B)(6) lbs. On (B)(6) 2018 surgical pathology report: right fallopian tube with essure device, salpingectomy: sections of fallopian tube with no significant histopathology. Metallic coil contraceptive device. Left fallopian tube with essure device, salpingectomy: sections of fallopian tube with no significant histopathology. Metallic coil contraceptive device. Previously administered products included for contraception: nuvaring from 2010 to (B)(6) 2015; for birth control: paragard; for an unreported indication: metformin hcl. Concurrent conditions included overweight, acne, anxiety, osteoarthritis, adhd, d & c, cholecystectomy, pap smear abnormal, hypothyroidism and polycystic ovarian syndrome. Concomitant products included clindamycin since (B)(6) 2017, diazepam, fluoxetine hydrochloride (prozac), ketorolac tromethamine (toradol), levothyroxine sodium, levothyroxine sodium (synthroid) since (B)(6) 2016, metformin since (B)(6) 2016, oxycodone hydrochloride; paracetamol (percocet), promethazine and vitamins nos (multivitamins). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: metal anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area"), 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), tretinoin (retin a) and surgery (bilateral salpingectomy & hysteroscopy and hta endometrial ablation and hta endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal haemorrhage, depression, anxiety, nausea, dysmenorrhoea, fatigue and weight increased outcome was unknown, the migraine had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy: essure confirmation test previously reported plaintiff performed hysterosalpingogram and now reported patient did not undergo essure confirmation test. Insertion details: left fallopian tube -4 coils and right fallopian tube 2 coils were visualized after placement. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2016: transabdominal and endovaginal scanning were performed to the pelvis. The uterus is anteverted. It measures 9.8 x 5.1 x 6.3 cm. The endometrium is thin and uniform measuring 7 mm. There are no myometrial abnormalities. The ovaries are unremarkable normal physiologic size follicles and blood flow. The right ovary measures 4.0 x 3.7 x 2.9 cm. The left ovary measures 3.7 x 3.1 x 2.3 cm. Ultrasound scan vagina - on (B)(6) 2018: the uterus measures 5.5 x 7.7 x 7.8 cm and has a normal echotexture. Endometrial stripe measures 1.26 cm. No suspicious uterine masses or endometrial fluid collections or lesions are appreciated. Both ovaries are identified and appear normal. Right ovary measures 4.2 x 4.2 x 3.3 cm and left ovary measures 4.1 x 3.2 x 2.1 cm. Both ovaries demonstrate normal color flow. No suspicious intrapelvic masses are identified. A small amount of free intraperitoneal fluid posterior the uterus most likely physiologic. Bladder unremarkable. Bilateral ureteral jets are seen. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, menorrhagia, dysmenorrhea, migraine, depression. Concerning the injuries reported in this case, the following reported from patient¿s medical records: device expulsion, embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received. Injury nos replaced with new events. Added events metallic coil which is embedded but partially visible within dense yellow white- tan scar like tissue, abnormal bleeding (vaginal), menorrhagia, depression, metal anguish, migraines / headaches, nausea, dysmenorrhoea, fatigue, weight gain, abdominal pain. Updated outcome of events physical pain, abdominal pain from unknown to recovering / resolving, migraines / headaches updated from unknown to recovered / resolved. Medical history, historical drugs, concomitant drugs, concomitant condition were added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.